Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer addressed multiple areas, however the details of service are currently unknown. It is assumed for the purpose of this report that an instrument repair was conducted. A definitive root cause for this event has not been determined to date. Associated mdrs: 2122870-2011-06039, 2122870-2011-06040.

Event description:
The customer reported that elevated cardiac troponin (accutni) results, within the risk stratification range, were generated from an access 2 immunoassay system for two patients. This is report is two of two and represents the initial erroneous elevated accutni result, within the risk stratification range, generated on (B)(6) 2011 for patient two's sample. This initial accutni patient result was accompanied by a creatine kinase-mb isoenzyme (ck-mb) result which was within the normal reference range for the assay. Repeat testing was performed on the patient sample utilizing the same instrument. A lower accutni result within the normal reference range of the assay was generated. The corresponding ck-mb repeat result was also lower, and within the normal reference range of the assay. Beckman coulter inc. Assessment of customer supplied data indicated the inclusion of additional patients' data. The customer did not question other patient results. These results are not regarded as erroneous. The elevated initial accutni result was reported outside the laboratory and the patient was admitted to the hospital. It is unknown as to whether hospital admission was based upon the initial accutni result, however, it is assumed so for the purpose of this report. The test sample was collected in a lithium heparin tube and centrifuged prior to testing. The sample was normal in appearance with no visible irregularities. Beckman coulter inc. Assessment if customer supplied instrument performance data indicated that the instrument assay quality control results recovered within the customer's established specifications during the timeframe of the event. A system check performed prior to the event met specifications. The customer did not provide specific patient information.